Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by jens sturup, line b. Dahl, karl-erik jensen, anne-birgitte larsen and peter gebuhr.

Event description:
Information was received based on review of a journal article titled, "few adverse reactions to metal on metal articulation in total hip arthroplasty in a review study on 358 consecutive cases with 1 to 5 years follow-up" which aimed to determine the frequency of adverse reaction to metal on metal total hip arthroplasty using a m2a-38 articulation and a magnum articulation. All patients who had received a metal on metal bearing prosthesis were asked to complete a questionnaire about groin pain. Patients with self-reported groin pain, underwent a physical examination and had cobalt and chromium ion levels measured in full blood samples. In addition the study showed that females had higher values of cobalt and chromium, and that younger patients reported groin pain more often. The conclusion of this study is that the number of adverse reactions is low, despite the time of observation being relatively short, no high frequency of adverse reactions to this prosthesis is expected. A patient was identified in the article that was revised due to a loose acetabular cup. The surgeon noted milky fluid in the joint, aseptic lymphocyte dominated vasculitis associated lesion, and elevated metal ion levels. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
After further review of the record and journal article on 11/29/2016, it was determined that since the product brand name associated with this event was reported in the journal article, it should be reported in a supplemental MDR. Additionally, it was determined the event reported under MFR. Report: 1825034-2016-02892 is the same patient as reported in this event. Additionally, the patient's age ((B)(6)) and sex (female) was included in the journal article.

Manufacturer narrative:
This follow-up report is being filed to correct information.

Manufacturer narrative:
This follow-up report is being filed to relay additional information.

Event description:
A patient was identified in the article that was revised due to a loose acetabular cup. The surgeon noted milky fluid in the joint, aseptic lymphocyte dominated vasculitis associated lesion, and elevated metal ion levels. It was also reported that the patient experienced osteolysis. There has been no further information provided and the patient outcome is unknown.